Event description:
A report was received that the scs generator was no longer tolerable and functional in its current anatomical position as the patients body morphology and habitus has changed. It was also reported that the patient will require an operational scs system that functions well and does not cause discomfort. X-ray was taken and revealed ipg migration. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patients body morphology and habitus changed means the patient had weight loss which caused discomfort.

Event description:
A report was received that the scs generator was no longer tolerable and functional in its current anatomical position as the patients body morphology and habitus has changed. It was also reported that the patient will require an operational scs system that functions well and does not cause discomfort. X-ray was taken and revealed ipg migration. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the scs generator was no longer tolerable and functional in its current anatomical position as the patients body morphology and habitus has changed. It was also reported that the patient will require an operational scs system that functions well and does not cause discomfort. X-ray was taken and revealed ipg migration. The patient will undergo a revision procedure wherein the ipg will be replaced.